Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified shunt vessel. The physician advanced a 6.0mmx40mmx75cm mustang balloon to dilate the lesion. The first and second inflations of the mustang balloon were to 20atms. The third, fourth, fifth, and sixth inflations were to 22atms. The seventh inflation was to 24atms. On the eighth inflation the balloon ruptured at 24atms. The procedure was completed with another 6.0mmx40mmx75cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).